Event description:
It was reported that during a hernia repair procedure, the plastic o-ring got pushed in and fell into the patient, which was then sutured into the mesh. Had to cut the suture, pull out the o-ring, and start over. Another like device was used to complete the procedure. There was no patient consequence.